Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34 errors) was confirmed and reproduced on erbe connected to system. Logs (25913 c-34 errors 3/05/2025)confirming the fault occurred in the field. Visual inspection:( the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 error occurred during start-up and mono coag activation) erbe unit that was placed on system and was run in normal mode. (Measurement value for hf voltage to small with on) found to be the root cause of the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported site encountered a persistent c-34 errors on erbe. Caller attempted to power cycle the erbe, but issue persisted. Tse had caller remove all the connections at the front of the erbe and power cycle the erbe, but issue continued to pursue. Customer will use another vision side cart (vsc) to resolve reported issue. The procedure was aborted to another dv system with no reported injury.